Event description:
After an implantation period of approx. 21 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
Both leads and the ICD were returned for analysis. The lead showed multiple signs of wear. In particular in the distal region, the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Damages like the cuts into the isolation 25 cm distal to the df4 connector pin and the deformed and torsion fractured conductor coil immediately distal to the df4 connector pin most likely occurred during the explantation procedure. The manufacturing processes for the ICD and both leads were re-investigated. All production steps had been performed accordingly. There were no signs of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.